Event description:
Follow-up revealed the patient fell prior to their lead migrating, which may have been the cause.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the lead originally implanted at the s1 vertebral level migrated. The lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.